Manufacturer narrative:
Follow-up # 1 date of submission 08/16/2016 -device evaluation: the pump has been returned and evaluated by product analysis on 07/21/2016 with the following findings: a review of the alarm history showed multiple consecutive cs054/cs052/cs012 call service alarms. During investigation, the rewind, load, prime sequence was performed successfully and the pump was exercised for 24 hours with no alarms occurring. The pump cover was removed and no intermittent conditions were found on the printed circuit board. The complaint of the call service alarm issue was shown in the pump history but was not duplicated during investigation. Unrelated to the complaint, investigation revealed that the audio bolus button cover was torn in center, however, the button responded appropriately to button presses. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. It was reported that the pump emitted multiple cs 052 call service alarms. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because this issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.